Manufacturer narrative:
H3: product analysis as found condition: the axium prime device was returned for analysis within a shipping box; within a sealed plastic biohazard pouch; within a dispenser coil and within an introducer sheath. The unknown micro catheter used during the event was not returned for analysis. Visual inspection/damage location details: no damages or irregularities were found with the introducer sheath. The actuator interface was found securely attached to the coupler tube. The break indicator was found still intact. There were no evidence of detachment attempts at these locations. No damages or irregularities were found with the pusher. The shield coil was found undamaged. The implant coil still attached to the pusher. The implant coil was found stretched and broken within the introducer sheath with the polypropylene filament also broken. Conclusion: based on the analysis performed, the customer report of ¿coil stretch¿ was confirmed. The customer report of ¿premature detachment" was not confirmed; however, it is likely customer intended to report the ¿coil break¿ found with the returned device. Possible cause of the coil stretching and subsequent break include, but not limited to, lack of hydration before procedure, user does not maintain continuous flush, tortuous anatomy, coil not retracted in a one-to-one motion with the implant during repositioning, pushwire rotation, user advances coil against resistance, damaged micro catheter, or incompatible micro catheter. Customer reported vessel tortuosity as minimal, no rotation of pusher, and continuous flush was administered, devices were prepared per IFU. The likely cause could not be determined. As the unknown micro catheter used during the event was not returned, any contribution of the micro catheter towards the event could not be determined. As the model and lot numbers were not reported, compatibility could not be assessed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received reporting that it was unknown if break/separation/premature detachment. The cause of the event was not determined. There were no issues that resulted in the damage that was found.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that coil separation/break/premature detachment occurred. The patient was undergoing surgery for treatment of a saccular, unruptured v4 aneurysm with a max diameter of 6.5mm and a 3.4mm neck diameter. It was noted the patient's blood flow was normal and vessel tortuosity was minimal. It was reported that the surgeon selected qc615 to form a hoop. Other types of coils were placed one after another. When placing apb -3-6-3d-es, the coil stretched during the filling process and could not be used. The coil was removed by pulling out. After replacing other model of coil, the operation went smoothly. There was no surgical or medicinal intervention required. The pushwire was not b ent/broken. The physician did not attempt to detach the coil. The physician did not rotate the delivery pusher during the procedure. Continuous flush was administered during the procedure. The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). No patient symptoms or complications were associated with this event.